Event description:
Report received of a pump shutting off without an alarm. It was reported that the pump was infusing either dopamine of nitrogylcerine. When the volume that was set to deliver was completed, the pump reportedly shut off without alarming. The rn was at the bedside and immediately noted that the pump turned off. The pump was replaced and therapy was continued without delay. There was no reported adverse pt event. No further info was available.